Event description:
A patient was implanted with the acufix cervical plate system in 2003. In an x-ray of a follow-up visit, it was noticed that one screw appears to have backed out. The patient was not revised.

Manufacturer narrative:
H1. Potential intervention may be required.